Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure, the transeptal puncture was achieved with versacross connect. The dilator was removed, the pigtail catheter was advanced, and a mobile thrombus was noted on the distal end of the pigtail catheter, near the mitral valve. Additional heparin was administrated to the patient. The closure device was deployed, and the procedure was finished successfully. The patient was assessed mentally post procedure and was fine. The patient is fully recovered.